Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Multiple attempts have been made to request additional information. At this time, no additional information has been provided. Based on the information available at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2013 the patient was implanted with a bard ventralight st hernia patch during hernia repair surgery. The patient reports she has been experiencing abdominal pain, nausea, loss of appetite, itching, abdominal swelling and irregular bowel patterns. The patient reports that she had undergone a previous procedure approximately six months prior to the implant of the bard device but states she "is not sure what they did.¿

Manufacturer narrative:
At this time no surgical intervention has taken place and there is no indication that the patch is the cause of the patient's reported symptoms. It is reported that the patient will undergo revision surgery with mesh explant in (B)(6) 2017. As reported the patient may be experiencing a hernia recurrence for which she has a history of. Based on the additional information provided, the results of this investigation remain inconclusive. Recurrence is a known inherent risk of hernia repair surgery. The adverse reaction section of the IFU identifies recurrence as a known possible complication. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in (B)(6) 2013 the patient was implanted with a bard ventralight st hernia patch during hernia repair surgery. The patient reports she has been experiencing abdominal pain, nausea, loss of appetite, itching, abdominal swelling and irregular bowel patterns. The patient reports that she had undergone a previous procedure approximately six months prior to the implant of the bard device but states she "is not sure what they did.¿ this is a addendum to the initial MDR to document information provided via maude event report (mw 5069569) and follow up with the patient contact: per maude event report: "reporter stated that she suffered from abdominal pain ever since she had the implant. The pain is on the right hand side where the implant is. She also said there is a bulge about the size of 4 to 5" by the surgery site. She has seen her doctor for a follow up visit several times, and was told the bulge would go away on its own. She went on to say that the bulge has shrunk to 3", however, it still there and it is hard. Her pain was radiating from her abdomen to her chest and then to her lower pelvis. Reporter said the doctors checked everything and did all kinds of tests, such as MRI, CT scan, colonoscopy and everything came back negative. Among other things, she is also having constipation, diarrhea, cramps on her legs, edema in her lower limbs and feet, unexplained weight gain, pressure on her abdomen, and cannot have sexual intercourse. Reporter stated that she cannot take pain medication since it makes her feel nauseous. Sh also had bladder reflux which has been taken care of now. She said the device has been recalled." Per follow up with patient contact: the contact reports that prior to the 2013 implant of the bard ventralight st hernia patch the patient underwent a procedure to remove an ovary that had a cyst. Following this procedure she developed a right sided ¿surgical hernia¿ and underwent repair with an unknown mesh. The hernia recurred and in (B)(6) 2013 she was implanted with the bard ventralight st hernia patch. The contact reports that to her knowledge the mesh from the first repair was not removed. As reported the patient has had pain in her abdomen along with the feeling of nausea. The patient has been treated with nausea medication and does take tylenol for her pain. The contact states the patient has a bulge that can be felt when she is lying down and presses on the area, which is very hard and painful. It is reported that in (B)(6) 2017 the patient will undergo additional surgery to explant all of the mesh and explore the area. The contact reports that the patient has undergone multiple tests including, cardiac catheterization and multiple imaging that were all normal. The patient continues to follow up with her gastrointestinal md to treat the nausea. The contact reports the patient has additional complaints of constipation and abdominal swelling and did confirm there is no obstruction of the bowel per the testing that has been performed. The patient has had a 20 lb weight gain and the contact states the patient attributes this to age as well as some inactivity since the surgical repairs have limited her normal activity levels.